Event description:
Procedure performed: inguinal hernia laparoscopic. Event description: translation provided by applied medical representative via email on (B)(6) 2019: during the current operation inguinal hernia lap. Re. A compress was used in the situs, to have a better overview. During this process, the following has not yet been noticed, that a part of the trocar (iris) had solved. At the conclusion control, then the plastic part (iris) were found and sheltered. The patient has not a health damage from this incident. Additional information received from regional sales manager via email on (B)(6) 2019: the transparent plastic washer as part of valve detached. The component was transparent. The complete transparent part was fallen into patient. Additional information received from bfarm via email on (B)(6) 2019: (translation) as commonly used in laparoscopic hernia surgery. A clamp with a compress was inserted over the trocar to stop bleeding. Probably the following has happened the transparent iris (transparent cap) was loosened and fell into the abdominal cavity. The cap was discovered and salvaged. Intervention: shield component removed. Patient status: no patient injury.

Manufacturer narrative:
Correction: the event description was corrected. The event unit was returned to applied medical for evaluation along with the shield, a clear plastic component of the seal. Visual inspection of the event unit confirmed the complainant¿s experience of seal component separation. Based on the condition of the returned unit and the description of the event, it is likely that the shield was dislodged by the clamp with a compress that was inserted/removed from the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: inguinal hernia laparoscopic. Event description: (translation) during the inguinal hernia laparoscopic operation, compress was used in the situs to have a better overview. During this process, the shield component of cff73 fad fallen into the patient. The part that detached was the transparent plastic washer as part of the valve. The component was transparent. The entire complete transparent part (shield) has fallen into the patient. At the conclusion of the operation, the shield component was retrieved from the patient. Additional information received from regional sales manager via email on 04nov2019: the transparent plastic washer as part of valve detached. The component was transparent. The complete transparent part was fallen into patient. Additional information received from bfarm via email on 05nov2019: (translation) as commonly used in laparoscopic hernia surgery. A clamp with a compress was inserted over the trocar to stop bleeding. Probably the following has happened the transparent iris (transparent cap) was loosened and fell into the abdominal cavity. The cap was discovered and salvaged. Patient status: no patient injury. Type of intervention: shield component removed.